Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, the customer believed the pump's basal settings were incorrect. Although requested, customer declined troubleshooting with tandem technical support as they will consult with healthcare provider regarding basal settings.